Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. The experience report for (B)(4) additionally noted that the patient had hard, sclerotic bone. (H7) recall (h9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure, the size 42 pilot tip reamer tip broke off whilst reaming due to hard sclerotic bone. Surgeon retrieved the tip, no patient impact. Went to a cannulated reamer to finish the case. Device to be returned. Patient was known to be in stable condition.